Event description:
During the prime and tune cycle, the phacoemulsification unit would not pass the tuning cycle. A patient was on the table and an incision had been made. The customer reported having 19 procedures scheduled for the day. The incident occurred on the 14th procedure. The customer was able to complete the procedure with the same unit successfully; however, there was a 30 minute delay to finish the procedure. To avoid the chances of the having the unit having difficulty again, the clinic¿s surgeon elected to cancel the remaining 5 cases scheduled for the day. The patient outcome is reported well. There was no patient injury reported.

Manufacturer narrative:
The date was provided when follow-up information was received by the manufacturer. The phacoemulsification machine was examined and tested at the customer location by an abbott service field service specialist (fss). A field service checklist was performed. The system was verified for all modes of operations and calibrations. The machine was found to meet amo specifications. Evaluation codes were changed due to device was evaluated. In initial report, evaluation codes provided were applicable at the time of the initial report. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Patient information was not provided as to no impact or no injury was reported. The categories for outcomes attributed to adverse event are not selected as the categories are not applicable to a product problem. The clinic did not request evaluation to be performed by an amo representative. No results are available since no evaluation performed. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.